Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and was sent for advanced failure analysis (afa) for further investigation, where initial findings were partially confirmed. Continuity testing between the backend pins and the hook failed, indicating that the conductor wire was likely broken. Upon disassembling the instrument¿s distal clevis, the conductor wire was confirmed to be broken at the distal end. Thermal damage was observed on both the yaw pulley and the terminal end of the conductor wire. Additionally, the cautery hook appeared to be dislodged from its intended position. The instrument was then passed to quality engineering, who provided the following notes: the returned pch exhibits a broken conductor wire, which could result in overstress on the distal subassembly. This overstress may cause the ceramic sleeve to become dislodged, creating more space in the hook section of the molding. The dislodged hook remains intact and would not lead to fragments being introduced into the patient. The probable root cause of the damaged conductor wire, failed electrical continuity test, and dislodged hook are attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation. This issue can be resolved by using an alternate instrument to complete the procedure. The probable root cause of thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument tip was smoking and smelled like burnt rubber. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument to perform failure analysis. The instrument was analyzed and was found to have a segment of the hook dislodged from the yaw pulley. The instrument failed an electrical continuity test. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue.